Event description:
It was reported that the pt's stimulation was turning off unexpectedly. There was no known pattern or if the device turned off around specified electromagnetic interference. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4)